Event description:
Info received alleged that the bed exit alarm was not working on the unit. No injury reported.

Manufacturer narrative:
Tech found the bed alarm exit was not working on the bed. Replaced the bed exit tape switch to resolve this issue. Bed located and repaired on north wing.